Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, increased sensitivity. Implant exfoliated when loosening cover screw evaluating degree of osseointegration. Systemic issue likely, as patients bone was excellent & patient had four implants across lower arch all fail to integration.